Manufacturer narrative:
This report is submitted on february 07, 2022.

Event description:
Per the clinic, the patient developed a viral infection at the implant site. The patient underwent two different procedures in july (specific dates not reported) for drainage of fluid collection left postauricular, however, the issue did not resolve. The patient was administered with IV antibiotics during surgery and the device was explanted on (B)(6) 2021. The patient was reimplanted with another cochlear device on (B)(6) 2022.

Manufacturer narrative:
Per the clinic, the patient was hospitalized (specific date and duration not reported) for treatment. This report is submitted on march 24, 2022.